Event description:
It was reported that during a coronary stent procedure, the stent became dislodged while advancing through the circumflex. The stent was located and deployed with another balloon, but not at the target lesion. Pt status is listed as "okay".